Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). Through follow-up communication livanova learned that the hospital decided to not repair the device due to its age and removed it from service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Hospital has biomedical engineering dept- device removed from service.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp stopped working during procedure. The control panel was replaced with another. Reportedly there was electrical smell. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed no similar event since device installation in 2012. Based on the current level of information and considering the age of the device, it cannot be ruled out that an internal defective electronic component led to the reported event. However, based on the fact that customer decided not to repair the device, no activity could be performed on the device and the exact component failing could not be determined.